Event description:
It was reported by service report that the unit's head end lift hydraulics could not be pumped all of the way up and were slowly drifting back down. It is unk if there was pt involvement, however, no adverse consequences are reported.